Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured. It was received in three parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: breast cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 375cc gel breast prostheses developed cancer in her right breast. The cancer was diagnosed via a biopsy. As a result, the patient underwent reconstructive surgery that involved bilateral explantation and replacement with non-mentor breast prostheses on (B)(6) 2021. During explantation surgery, it was observed that the removed left breast prosthesis had ruptured. This medwatch report is for the patient¿s left breast prosthesis.